Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the vertical motor module to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis. The reported errors were confirmed but could not be replicated. These errors were confirmed in logs, indicating an encoder fault on the vertical motor module. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and calibration was completed successfully. The unit was power-cycled several times, and no errors were triggered in normal mode. As a result of this investigation, failure analysis could not determine the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer experienced ergonomics related errors. The technical support engineer reviewed the system logs and found faults associated with the column, and the site planned to perform a hard power cycle when clinically possible. The customer reported event has no report of patient injury.